Event description:
It was reported to philips that the defibrillator would not boot past blank/dark screen. A message involving ¿power cpld installation failed¿ appeared at power up. There was no patient involvement.